Event description:
A (B)(6) female pt called zoll customer support to report that her monitor was making a screeching sound and would not power up. The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. The reported problem (will not power up) has been confirmed. Root cause analysis is currently underway. A supplemental support will be submitted upon completion of root cause investigation. No adverse event resulted from the defective monitor. The pt received a replacement monitor.